Event description:
The patient reported that the v-go device lifted off his body. The patient stated that it stayed on his body for approximately 12 hours. The patient did confirm that he is preparing the infusion site correctly by cleaning the area with an alcohol swab and letting the area dry. The patient stated that he sweats a lot.